Event description:
Medical affairs spoke to the pt in 8/04 and obtained the following info: the pt did not want to provide detailed info about the incident they mentioned that the incident occurred 2 days ago around 9pm. The morning of 04 they were able to obtain a blood glucose reading. They refused to provide medical affairs their readings. At around 9pm they experienced symptoms of a tingling sensation on their fingers and tried to test their blood glucsoe and was unable to obtain a reading. They mentioned they tested several times and obtained an error message that they do not recall. They went into their car and drove and the next thing they recall was being in the ER. They claim the paramedics had told them that their reading was 35mg/dl and they were released once their blood glucose was 181mg/dl. Pt was treated with food. The pt refused to provide medical affairs their insulin regimen if they had taken insulin the day of the incident. The pt was able to obtain a blood glucose reading with the ccr over the phone. This case is being reported as an adverse event. There is no evidence of meter malfunction, however it is possible that user error contributed to the serious injury.